Event description:
A distributor reported that a female patient experienced an "eye infection" (unconfirmed) after using aquasoft multi-purpose solution. The manufacturer followed up with the patient. Reportedly, a family doctor prescribed gentamicin and ciprofloxacin antibiotic eye drops. After a few days, the patient's eyes became so blurry that she went to an emergency room. She was referred to an ophthalmologist who reportedly diagnosed an eye infection and prescribed zylet antibiotic/anti-inflammatory eye drops. The patient recovered. No further information was received from the patient despite 3 follow-up attempts. Root cause is unknown.

Manufacturer narrative:
Batch record review of the reported lot was performed and no deviations were noted. Chemistry and microbiological testing on a retained unit was performed; results indicate that the product as released from the manufacturer was sterile and within specification.